Manufacturer narrative:
11/11/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during a left lower lobectomy procedure. Reportedly, the staples did not form properly. The surgeon performed a laparotomy and applied another instrument to complete the procedure. The hosp has reported the pt's condition is satisfactory.